Event description:
It was reported that patient received inappropriate therapy due to noise. High pacing lead impedance and noise was observed. A lead anomaly was suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.